Event description:
During a pta stenting treatment procedure, stent deployment difficulties were encountered. Following pre-dilatation, the physician delivered the carotid wallstent monorail 8.0x29 to the popliteal artery lesion and deployed it, but the stent did not completely open after deployment. The physician retrieved the stent with a 6f guiding catheter. He found the marker band of the outer sheath was clipped onto the proximal end of the stent. The procedure was successfully completed with a different device. Patient condition was reported as "no serious injury."

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time.